Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported by a basic evaluation patient that they had a lot of discomfort and pain. On (B)(6) 2019, the patient reported they weren¿t feeling good and noted they had just gotten out of the hospital that day and they hadn¿t had much symptom collection. The patient provided what they had moderate improvement and then stated they didn¿t want to continue going so often. There were no further complications reported.